Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable, the fiber cover is dirty. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was not working. The three-dimensional image automatically turned into two-dimensional image. The issue was found during a therapeutic unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.